Manufacturer narrative:
The lead under complaint was not returned for analysis. The manufacturing process for this lead and ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.

Event description:
Ous MDR - after an implantation period of about 24 months, oversensing without shocks was reported via home monitoring. The ICD was explanted and the lead was capped and left in situ. The ICD was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
(B)(4) 2018 - ous MDR - this lead has been already reported in 2015. On (B)(6) 2018 it was reported during the lead revision procedure in 2015, just the is-1 connector of the lead was capped and the df-1 connector was reconnected. On (B)(6) 18 shock impedance reportedly went to >150 ohms.